Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. It is alleged that the patient had unspecified injuries. As reported, the patient is only making a claim for an adverse patient outcome against the bard/davol composix kugel hernia patch. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. It is alleged that the patient had unspecified injuries. As reported, the patient is only making a claim for an adverse patient outcome against the bard/davol composix kugel hernia patch. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with multiple ventral incisional hernias thereby underwent open repair with implant of composix kugel patch (device 1). Per operative notes, ¿an incision was made near to umbilicus. The hernia sac was dissected out. A composix kugel patch (device 1) was placed into the abdominal cavity and secure it with sutures.¿ (B)(6) 2013 ¿ patient was diagnosed with small bowel obstruction, recurrent complex incisional hernia, adhesion, scar tissue, thereby underwent open repair with explant of composix kugel patch (device 1). Per operative notes, ¿a midline incision was made. Old scar was excised. All small bowel obstructions and adhesions were removed. Lysis of adhesions were performed. Previously placed composix kugel patch (device 1) was excised. The defect was closed with sutures.¿ (B)(6) 2014 ¿ patient was diagnosed with recurrent ventral incisional hernia; adhesion thereby underwent laparoscopic repair with implant of ventralight st mesh (device 2). Per operative notes, ¿an incision was made through old incision. All adhesions were taken down. The hernia sac was dissected out. A ventralight st mesh (device 2) was placed into the defect and closed with sutures.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2009) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.